Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a maintenance required code (the code is unknown) alarm and "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the "auto fill failure" alarm in fault log. The company representative replaced the drive manifold (part number 0140-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).